Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv tubing detached on 2 occasions. The following information was provided by the initial reporter: material #: 2420-0007 batch/lot # 20083395 it was reported that the tubing is still detaching. Verbatim: detaching of the tubing still been an issue.

Event description:
It was reported that as lvp 20d 2ss cv tubing detached on 2 occasions. The following information was provided by the initial reporter: material #: 2420-0007 batch/lot # 20083395. It was reported that the tubing is still detaching. Verbatim: detaching of the tubing still been an issue.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing detaching below pumping segment could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review for model 2420-0007 lot number 20083395 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of separation other component - no leak/leak with lot #20083395 regarding item #2420-0007 h3 other text : see h.10.